Event description:
The left ventricular (lv) lead was returned to the manufacturer after being replaced due to an associated product. The lv lead subsequently tested out of specification during manufacturer's analysis. Follow-up was conducted and determined that there was no issue with the lv lead and it was taken out because it made the entire extraction easier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.